Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose in the 500's mg/dl, cause was unknown. Customer changed pump supplies to address high bg. Recommendation was made to consult with healthcare provider regarding diabetes management.